Event description:
Customer forwarded a spreadsheet with multiple units with various issues. Specific details to the symptom of the product not available. Spreadsheet only details which part was replaced. This one they replaced the 4way valve only other note was that the unit was shutting down per the tbm in the email.